Manufacturer narrative:
Upon receipt of additional information, it was determined that this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined that this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Cat: 110027734 lot: 66157394 compr vrs glen pps min tpr adr unknown glenosphere unknown peripheral screw (x2) unknown central screw g2: foreign- japan customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01969 0001825034 - 2024 - 00928 0001825034 - 2024 - 00930 0001825034 - 2024 - 00931 0001825034 - 2024 - 00932.

Event description:
It was reported patient was revised due to fracture of the glenoid and dislocation of the bearing and glenopshere approximately 5 months post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.